Event description:
It was reported that during the implant procedure that there were positioning difficulties with the 6947 lead. There was some resistance felt with the stylets near the distal end of the lead and there appeared to be an issue with extending and retracting the helix properly. The lead was noted implanted and it was replaced with another new lead. No patient complications were reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) turns to extend/retract helix exceed specifications. Additionally, the shaft seal was out of position affecting the helix extension and retraction. There was also a tip seal observation noted as well as blood in the helix mechanism and sleevehead. The full lead was returned for this analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) turns to extend/retract helix exceed specifications. Additionally, the shaft seal was out of position affecting the helix extension and retraction. There was also a tip seal observation noted as well as blood in the helix mechanism and sleevehead. The full lead was returned and analyzed. Helix disengaged from helical channel and there was blood found on the helix mechanism and sleeve head.